Event description:
Patient suffered a bad infection approximately 5 months after the primary surgery on (B)(6) 2019. The surgeon explanted all components of the humeris shoulder system on (B)(6) 2019. The surgeon did not implant a new system, but did implant a spacer coated in antibiotics (from a different manufacturer) to help with the infection. Patient had previously undergone two revision surgeries on (B)(6) 2019 (poly swap and stem replacement due to dislocation) and (B)(6) 2019 (poly swap due to dislocation). The total list of explanted items is as follows: 24mm glenoid baseplate, 40mm centered glenosphere with screw, size 15 humeris stem, 135/145 reversed adapter, 40/+9 standard humeral cup, d4.5mm l.2mm standard screw, d4.5mm l.35mm standard screw, d4.5mm l.3mm locking screw, and d4.5mm l.25mm locking screw.

Manufacturer narrative:
Lot code was discovered to have been entered incorrectly on initial report (submitted july 26, 2019). Updated report submitted november 20, 2019, with correct lot code.

Event description:
Patient suffered a bad infection approximately 5 months after the primary surgery on (B)(6) 2019. The surgeon explanted all components of the humeris shoulder system on (B)(6) 2019. The surgeon did not implant a new system, but did implant a spacer coated in antibiotics (from a different manufacturer) to help with the infection. Patient had previously undergone two revision surgeries on (B)(6) 2019 (poly swap and stem replacement due to dislocation) and (B)(6) 2019 (poly swap due to dislocation). The total list of explanted items is as follows: 24mm glenoid baseplate, 40mm centered glenosphere with screw, size 15 humeris stem, 135/145 reversed adapter, 40/+9 standard humeral cup, d4.5mm l.2mm standard screw, d4.5mm l.35mm standard screw, d4.5mm l.3mm locking screw, and d4.5mm l.25mm locking screw.